Event description:
It was reported that high capture thresholds were observed. The rv pacing output was reprogrammed. The lead remains implanted. The patient has been tolerating quite well as of last clinic visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.